Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed, 24x3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent was dislodged. A 1.5mm balloon catheter was advanced and passed through the dislodged stent. The balloon was then inflated and the dislodged stent was removed with the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 3.50 x 24mm stent was returned for analysis. The stent delivery system (sds) containing the specific lot number was not returned, therefore individual assessment of the device could not be performed. The stent was returned attached to a snare with struts overlapping and bunched. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed, 24x3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 3.50x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the stent was dislodged. A 1.5mm balloon catheter was advanced and passed through the dislodged stent. The balloon was then inflated and the dislodged stent was removed with the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.